Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that there was a gui failure. Resolution of the issue was confirmed on call to technical services.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the guidance view was rotating during navigation. The surgery was completed with navigation and there was no impact on patient outcome.